Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger was difficult to move due to blockage, and attempting to push through the resistance caused the syringe and needle to separate during use. The following information was provided by the initial reporter: "there were multiple incidents where the syringe appeared to be potentially blocked with no medication coming out. In a few instances we had to remove the needle from the patient's arm, change the needle and reinsert in order to do the injection. In one instance, when trying to overcome the resistance, the syringe and needle separated with the needle still in the patient's arm, but there has been no injury."

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger was difficult to move due to blockage, and attempting to push through the resistance caused the syringe and needle to separate during use. The following information was provided by the initial reporter: "there were multiple incidents where the syringe appeared to be potentially blocked with no medication coming out. In a few instances we had to remove the needle from the patient's arm, change the needle and reinsert in order to do the injection. In one instance, when trying to overcome the resistance, the syringe and needle separated with the needle still in the patient's arm, but there has been no injury."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.